Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the screen was frozen and timing out. A technical support specialist (tss) ran network verification and confirmed all ports were open and passing. It and the network team verified mac and ip addresses were aligned. The remote smart service (rss) agent was uninstalled and reinstalled, after which the lead confirmed successful remote access. The pharmacist reported difficulty printing a report from the console, though the information populated correctly on the device. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen froze, timed out, and automatically rebooted. The user was unable to log in. However, there were no delays, adverse events or injuries reported based on this event.